Event description:
A hospital in (B)(6) reported via a fph field representative that water leaked between the connection of the water bag spike and the water feedset tube on the mr290 autofeed humidification chamber after 6 days of patient use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was not returned to fisher & paykel healthcare (B)(4) as it was not available. Therefore, our investigation is based on the event description provided by the hospital. A lot check revealed no other complaints of this type for lot number 120223. Conclusion: without the complaint device, we are unable to determine the cause of the leak. The hospital stated that it was possible that the feedset tubing of the mr290 chamber was caught or pulled during use. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."